Event description:
A patient received a minor burn in the shape of a fine straight line at the edge of the ground pad application site. It was rated as lot degree les it was dropped with a topical ointment. No scarring is expected.